Manufacturer narrative:
The product was not returned. Product history records were reviewed. And the documentation, indicated the product met release criteria. The associated cartridge information was not provided. The product investigation could not identify, a root cause for the reported complaint. There are no other complaints in this lot. Investigation has been completed, based on current information. Based on our current tracking, there are no adverse trends for this reported complaint. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. This is second of two reports for this reported event. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that a patient experienced toxic anterior segment syndrome (tass) after use of a viscoelastic product in an intraocular lens implantation surgery. Additional information has been requested. This file represents patient 1 of 2 from this facility. Additional information received indicated that the surgeon also suspected the intraocular lens (iol) also as a cause of event. Additional information received indicated that tass with diffuse corneal edema in a cataract surgery in the left eye was observed.